Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ error during fill tubing on two attempts with new supplies, then successfully primed and resumed insulin delivery after replacing all supplies again; the same issue was previously experienced with a prior pump, suggesting a supply-related problem, and the affected components included the tubing and connectors associated with prefilled cartridges. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a complete blockage consistent with an occlusion during fill, with the problem localized to the tubing component. The agent recommended trying a different box of connectors and continuing to use available cartridges as feasible due to supply constraints, and replacement cartridges and connectors were arranged. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.